Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/11/2025, a sales representative reported via (B)(4) that an ar-7800 fibertape cerclage tensioner was cutting the sutures when releasing. This was involved in a case with no patient harm or delays.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to normal wear and tear due to repeated use of the device in the field. Manufacturing date 2021.